Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1000 mg/dl and ketones; cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the treatment resolved the issue resolved and the customer had no permanent damage. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the ICU release date, however, no response was received.